Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. A pd effluent culture was tested and results revealed staphylococcus; gram positive cocci cluster. The patient was treated with vancomycin (dose, route, and frequency unknown). The patient was recovering but still on antibiotic treatment. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no documentation that supports a causal relationship. Additionally, there have been no reported allegations nor is there any documentation that indicates a liberty cycler/ liberty cycler set malfunction caused or contributed to this peritonitis event. Based on the available information, the source for the patient¿s staphylococcus peritonitis cannot be determined. Peritonitis is a well-known complication of pd therapy. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the report of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.